Manufacturer narrative:
Manufacturer¿s investigation conclusion: the patient remains ongoing on heartmate 3 left ventricular assist system (lvas), (B)(6). The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. No device-related issues were reported; however, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the left ventricular assist device did not cause or contribute to the patient's aortic insufficiency. The patient was said to be stable and at home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient's aortic valve partially opens with every beat per echocardiogram performed in (B)(6) 2024.